Event description:
Sheath broke at connection of catheter and check flo. Catheter portion detached into patient's left arm. Sheath broke while performing the exam. The doctor was able to retrieve the device. Per doctor's note: a 12 mm angioplasty balloon was then advanced through the sheath and angioplasty was performed of the left subclavian vein. The balloon was removed and additional venography was performed. The sheath then fractured. A 10-french sheath was placed and the distal component of the previously placed sheath was retrieved utilizing a snare. No harm to patient.